Event description:
It was reported that this right ventricular lead exhibited low amplitude, noise, oversensing, pacing inhibition, high pacing thresholds and high out of range pacing impedance measurements. Due to this high out of range impedance, a lead safety switch was triggered. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.